Event description:
The pt experienced increased pain levels. It was reported that the pump was replaced as the pt was not receiving drugs, no add'l details were provided regarding this. No alarms had activated. The pt recovered without sequela. There was no pt injury. The pump was used for pain management and delivered pethidine 50 mg/ml at a rate of 34.959 mg/day.

Manufacturer narrative:
The pump has been returned to the MFR for analysis which is not complete as of the date of this report. A f/u report will be sent when the analysis is complete.